Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that after pre-dilatation, a promus 3.0 x 15 mm stent was deployed to treat the lesion in the proximal left circumflex (lcx) lesion. The voyager nc balloon catheter was being used to post dilate the promus stent and during the second inflation at 16 atmospheres (atm), the balloon ruptured. Reportedly, there were no adverse patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: since the balloon catheter was not returned for evaluation, it was not possible to perform a thorough analysis on the product, which may have aided in determining a cause for the reported difficulty. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous and mildly calcified, which may have contributed to the experienced rupture. Furthermore, since the catheter was initially pressurized once without incident and there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage at some point during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation attempt. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture with this lot, suggesting that there are no lot specific product quality deficiencies. Although, there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.